Manufacturer narrative:
On 07/13/2015, the subject endoscope was inspected and there are no evident sharp edges on the insertion tube or the distal tip components which could cause physical injury. Three contact attempts ((B)(6) 2015) were made to the facility's surgery manager to obtain more details regarding this event and patient information. As of (B)(6) 2015, there has been no response from the customer, nor has any additional information been rec'd regarding this event.

Event description:
As reported by the customer: physician complained that during a procedure the patient's bleeding throat was caused by the endoscope. However, the hospital cannot find any sharp edges on the endoscope upon examination.